Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. There were no complications such as a capsule tear, vitrectomy or sutures. After the implant, the patient was unable to watch tv, read with reading glasses, is unable to recognize faces, has light sensitivity, and is wearing glasses indoors and outdoors. Additionally, it was reported that the patient was prescribed loteprednol. The symptoms are reported as debilitating to the patient. An iol exchange has been scheduled for (B)(6) 2025. No further information was provided.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol remains implanted, therefore not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information . Through follow-up the customer indicated the intraocular lens (iol) was explanted (B)(6) 2025. Also, johnson and johnson has completed the investigation. This current report is to provide this information. Section d6b: if explanted, give date: (B)(6) 2025. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: sep 10, 2025. Section h3: evaluated by manufacturer? Yes. Section h6- health effect - impact code: 4629 used to capture the explanted iol. Device evaluation: the complaint lens was received. The lens was visually inspected revealing that the lens was cut in half with one half missing, with a detached and missing haptic, and was coated in viscoelastic residue. The lens was cleaned and inspected and no further issues were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.